Event description:
The pt received a 2nd degree burn on the shoulder with a size of approx. 2 cm after examination with the sense 4 channel shoulder coil. The coil is requested back for investigation and a follow up report will be issued in due time.

Manufacturer narrative:
(B)(4): (eval: method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.